Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery charge on the pump was depleting quickly, from 75 to 5% within one day. There was no impact to the customer's blood glucose level. Reportedly, the customer would use manual injections as alternate insulin therapy.